Event description:
According to the reporter, during second firing with purple reloads and reinforcement in a laparoscopic bariatric procedure, the surgeon made a pre-shot making the shooting noise. It made the reading as if it had stapled, but made only a pre-shot locking the load. It was replaced by a load without reinforcement and the stapling was done in the correct way. The surgeon reported three defective reloads. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.